Event description:
Leibinger set used for orif. Drill bit used (B)(4) broke while being drilled into pt. C-arm was used to make sure the drill bit was out completely. The drill bit was taken off the field and placed in a biohazard bag. No harm to pt.